Manufacturer narrative:
Additional information g3, h2, h6.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
During pulsed field ablation for atrial fibrillation, an air leak occurred. Following puncture, the sheath was inserted along the dilator through the wire. Air was intermittently aspirated when attempting to remove air from the hemostasis valve. The introducer was replaced, and the procedure was completed with no adverse patient health consequences.